Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The load was partially released and used on patients before the results were confirmed. The load items released were 1 laparoscopic camera and 1 light cord. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4) - load not recalled and suspected positive bi.

Manufacturer narrative:
Device information: correction - expiration date: correcting from unk to 12/28/2014. Manufacturer date: 06/28/2014. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and health hazard evaluation (hhe). ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ (B)(4). ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. ¿ the hhe was reviewed for the risk of using instruments from a load with a positive biological indicator (bi) result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. Two suspect bis were returned and inspected via visual analysis. Both bis had a gold chemical indicator (ci) disc, which signals exposure to peroxide. The ci discs also had a brown staining pattern which suggests pre-existing ampoule damage. This damage can cause media to leak from the ampoule, settle on the ci disc, and therefore react with hydrogen peroxide. (B)(4) retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the ci disc changed correctly the cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A clinical education consultant (cec) visited the customer on (B)(4) 2014 to observe their bi handling processes. The cec provided the customer with additional guidance on proper bi usage. The issue will continue to be tracked and trended.